Event description:
A patient reported blood glucose results of "79 mg/dl" with a lifescan meter and "198 mg/dl" on a laboratory device,performed within 10 minutes of each other.between the tests three was no intervention that would be expected to change the blood glucose.